Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
The following additional information was received. Reportedly, the surgeon requested further counsel on managing the dislocated stent's positioning and treatment options. Additionally, per report, the surgeon plans to implant additional stents in the operative eye and will retrieve the dislodged stent in the anterior chamber (ac) at that time. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options, including ways to monitor a dislodged stent, and when to consider stent removal. Any additional information becoming available following the surgeon's course of action will be submitted in a supplemental report.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
The following additional information was received through follow-up. Per report, the procedure was performed concurrently with cataract surgery in the right operative eye (od). Reportedly, the patient status was described as "currently being monitored with excellent and consistent intraocular pressure (iop) reduction", and no intervention required. The report noted that the surgeon doesn't know what contributed to the dislodged stent.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4) .

Event description:
It was reported that following the implantation of two (2) stents from trabecular microbypass stent system, the patient presented postop with one (1) stent dislodged and sitting in the inferior angle. There was no report of adverse patient impact, and the patient's status was described as "well" with "good" intraocular pressure in both eyes. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through further follow-up, the following additional information was received. Reportedly, the patient underwent an additional procedure in the operative eye (od) to remove the dislodged stent from the anterior chamber. Per report, the patient is doing "good".